Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was possibly shocked inappropriately by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation with rapid ventricular response that the device classified as ventricular fibrillation. Undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes was noted on the right atrial (ra) lead. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.